Event description:
The customer the system would not boot up intermittently, after 'x-ray disabled' was displayed. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and the fluoro functions board were replaced during the service call. The system was tested and found to be working as intended and put back into service.